Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the therapy had stopped working. The cause was unknown. They believed their original symptoms returned on october 1st. During the call the patient was able to connect to their implant and increase their stimulation from 2.5ma to 3.4ma. Patient was not able to feel stimulation but wasn't able to feel it in the beginning either. Patient will maintain stimulation level and will continue to track symptoms. Patient mentioned that they were sitting watching tv last night and crossed their legs and felt the stimulation for the first time. Patient had no falls or accidents. Patient thought they had been careful with bending, lifting, and twisting. Patient's initial suspicion was the lead moved because their symptoms were so sudden. The issue was ongoing. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va3025r); product type: 0200-lead; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.